Event description:
A report was received that the patient was experiencing soreness, itching, and a lesion near the ipg site. The physician determined that it was an irritated hair follicle. The physician opened the pocket and moved the ipg away from the hair follicle. The patient is reportedly doing well after the procedure.